Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the lock line could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - pulled the lock line with force. The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (60507u156) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that during retraction of the lock line (clip delivery system (cds) 60315u146), resistance was noted which required force. This has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was higher than expected. The steerable guiding catheter (sgc) and the cds (60507u156) were advanced to the left atrium (la). After several attempts to adjust the clip position, it was found that the cds would point toward the atrial roof. Additionally, grasping was difficult due to the high transseptal. The cds and sgc were removed and replaced. A second transseptal puncture was performed lower and the new sgc and cds (60315u146) were advanced to the la. After a successful grasping, deployment steps were started. While performing the lock line removal, it was noted that the line became stuck inside the system. Force was used to remove the lock line. After the entire lock line was removed, the clip was deployed successfully. One clip was implanted, reducing the mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.